Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and ovarian cyst ('left ovary cyst') in a 36-year-old female patient who had essure (batch no. A66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy on (B)(6) 2013, anemia (pregnancy related), miscarriage, cesarean section, gastric bypass, multiparous, uterus enlarged and adhesion. Concurrent conditions included ovarian cyst, dysuria, yeast infection, amenorrhea, breast pain, endometriosis, vaginitis, chronic diarrhea, gastritis and internal hemorrhoids. Concomitant products included naproxen since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced anaemia ("severe anemia"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe cramping"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), diarrhoea ("chronic diarrhea"), gastritis ("gastritis of gastric pouch"), haemorrhoids ("internal hemorrhoids") and breast pain ("breast pain"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysgeusia ("metal taste in mouth"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal discharge ("abnormal vaginal discharge") and vulvovaginal discomfort ("vaginal irritation"). In (B)(6) 2014, the patient experienced anxiety ("anxiety"). In 2014, the patient experienced ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue/fatigue"), endometriosis ("endometriosis"), alopecia ("hair loss/hair loss"), tooth loss ("dental problems, lost teeth") and visual impairment ("vision/eye problems type: diminished vision"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginitis with abnormal thick white discharge"). In 2016, the patient experienced thyroid disorder ("thyroid disorder"). In (B)(6) 2016, the patient experienced fungal infection ("yeast infection") and dysuria ("dysuria"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), urinary tract infection ("uti"), infection ("infection") and vaginal odour ("vaginal malodorous"). The patient was treated with ibuprofen, iron, metronidazole, terconazole, topiramate, , , surgery (bilateral salpingectomy and removal of essure coils and left ovarian cystectomy, left ovarian cyst and lysis of adhesion), glasses and need implant, bridge and cavities filled. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, vaginal discharge and fatigue had not resolved and the ovarian cyst, vaginal haemorrhage, urinary tract infection, fungal infection, infection, endometriosis, anxiety, thyroid disorder, headache, nausea, diarrhoea, gastritis, haemorrhoids, dysgeusia, anaemia, vaginal odour, breast pain, dysuria, vulvovaginal discomfort, vaginal infection, tooth loss and visual impairment outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, back pain, breast pain, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, fungal infection, gastritis, genital haemorrhage, haemorrhoids, headache, infection, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, thyroid disorder, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, visual impairment and vulvovaginal discomfort to be related to essure. The reporter commented: she was still suffers from the above mentioned symptoms and was currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: full occlusion of fallopian tubes.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain, migraine, headaches, anxiety, anemia, lower abdominal pain lot number: a66683 manufacturing date: 2012/11 expiration date: 2015/11 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and ovarian cyst ('left ovary cyst') in a (B)(6) year old female patient who had essure (batch no. A66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy on (B)(6) 2013, anemia (pregnancy related), miscarriage, cesarean section, gastric bypass, multiparous, uterus enlarged and adhesion. Concurrent conditions included ovarian cyst, dysuria, yeast infection, amenorrhea, breast pain, endometriosis, vaginitis, chronic diarrhea, gastritis and internal hemorrhoids. Concomitant products included naproxen since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced anaemia ("severe anemia"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe cramping"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), diarrhoea ("chronic diarrhea"), gastritis ("gastritis of gastric pouch"), haemorrhoids ("internal hemorrhoids") and breast pain ("breast pain"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysgeusia ("metal taste in mouth"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal discharge ("abnormal vaginal discharge") and vulvovaginal discomfort ("vaginal irritation"). In (B)(6) 2014, the patient experienced anxiety ("anxiety"). In 2014, the patient experienced ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue/fatigue"), endometriosis ("endometriosis"), alopecia ("hair loss/hair loss"), tooth loss ("dental problems, lost teeth") and visual impairment ("vision/eye problems type: diminished vision"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginitis with abnormal thick white discharge"). In 2016, the patient experienced thyroid disorder ("thyroid disorder"). In (B)(6) 2016, the patient experienced fungal infection ("yeast infection") and dysuria ("dysuria"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), urinary tract infection ("uti"), infection ("infection") and vaginal odour ("vaginal malodorous"). The patient was treated with ibuprofen, iron, metronidazole, terconazole, topiramate, surgery (bilateral salpingectomy and removal of essure coils and left ovarian cystectomy, left ovarian cyst and lysis of adhesion), glasses and need implant, bridge and cavities filled. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, vaginal discharge and fatigue had not resolved and the ovarian cyst, vaginal haemorrhage, urinary tract infection, fungal infection, infection, endometriosis, anxiety, thyroid disorder, headache, nausea, diarrhoea, gastritis, haemorrhoids, dysgeusia, anaemia, vaginal odour, breast pain, dysuria, vulvovaginal discomfort, vaginal infection, tooth loss and visual impairment outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, back pain, breast pain, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, fungal infection, gastritis, genital haemorrhage, haemorrhoids, headache, infection, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, thyroid disorder, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, visual impairment and vulvovaginal discomfort to be related to essure. The reporter commented: she was still suffers from the above mentioned symptoms and was currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, migraine, headaches, anxiety, anemia, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received: case updated as serious incident. Essure removal done. Reporter information and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.